Event description:
It was observed, that during the device evaluation. The deflectable videoscope exhibited tip image disappeared, during angling. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Additional information added to fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image sensor unit may have been broken, leading to occurrence of the subject event. Regarding the probable cause of breakage, since the abnormal image occurred during the angulation operation, an irregularity may have occurred such as disconnection of the image sensor unit cable of the bending section, causing breakage of the image sensor unit. However, the cause of breakage was unable to be specified. The event can be detected by following the instructions for use: instructions for ltf-s190-5 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿¦inspection of the endoscopic image¿ olympus will continue to monitor field performance for this device.